Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was not working. The valve on the vizigo¿ sheath was not working and was leaking. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There were no reported patient consequences. No physical damage on the value hub was seen. The reporter is unsure if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. No picture is available. Air did not enter into the patient¿s body. No additional medical attention was required. The patient remained stable. Hemodynamics were not affected. Minimal blood was lost. Reporter is unsure of volumetric measurement. No medical intervention was required to stop bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 22-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was not working the valve on the vizigo¿ sheath was not working and was leaking. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There were no reported patient consequences. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. The device history record (DHR) for the lot number 00001844 has been received and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)